Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device was not meshing. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation ie-03394. The previous repair report reviewed found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2009 where it was reported that the device was sent in with no reason for repair and the damaged head, reciprocating arm, seal and retaining ring, swivel, hand piece assembly, damaged control bar, bearings, motor, poppet assembly, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on may 27, 2016 revealed nicks to the head, neck and housing of the hand piece. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4) sits flush with the control bar and the safety switch sticks but does not impede function. The device was tested under the stroboscope it #135 with the qa test hose and the motor operated within motor speed specifications at 4967 rpm. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, calibration shaft, throttle lever, motor, swivel, and poppet assembly. Air dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, calibration shaft, throttle lever, motor, swivel, and poppet assembly. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not meshing. Event timing is unknown due to lack of customer response during follow ups. No adverse events were reported as a result of this malfunction.